Manufacturer narrative:
Product analysis: no product was returned and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately year following the implant of this transcatheter bioprosthetic valve, at the one-year post-operative follow up appointment, an echocardiogram was performed and showed an elevated gradient from 11.43mm hg to 19.51mm hg. A computed tomography (CT) scan was scheduled and performed two weeks later. Upon review of the CT scan, thrombosis was noted at the base of the leaflet adjacent to the left coronary cusp and mild thrombus was noted at the base of the non-coronary cusp and the left coronary cusp. No treatment was reported. Nearly three months later a repeat echocardiogram was performed and showed the elevated gradient remained. The prescribed anticoagulant medication was stopped and a different anticoagulant medication was started. Another repeat echocardiogram will be performed in eight months. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately year following the implant of this transcatheter bioprosthetic valve, at the one-year post-operative follow up appointment, an echocardiogram was performed and showed an elevated gradient from 11.43mm hg to 19.51mm hg. A computed tomography (CT) scan was scheduled. Upon review of the CT scan, thrombosis was noted at the base of the leaflet adjacent to the left coronary cusp and mild thrombus was noted at the base of the non-coronary cusp and the left coronary cusp. No treatment was reported. No adverse patient effects were reported. Additional information was received that the CT scan was performed approximately two weeks after the one-year post-operative follow up appointment. Nearly three months later a repeat echocardiogram was performed and showed the elevated gradient remained. The prescribed anticoagulant medication was stopped and a different anticoagulant medication was started. Another repeat echocardiogram will be performed in eight months. No additional adverse patient effects were reported. Additional information was received that an echocardiogram was performed at the two-year post-operative follow up appointment and showed the mean gradient remained elevated. Medications were not changed.

Event description:
Additional information received indicated the valve thrombosis resolved approximately 1 year following onset.

Manufacturer narrative:
Updated data: b5, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b6. Laboratory data was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated <(>&<)> corrected data: b5, b7 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that an echocardiogram was performed approximately 3 years following the valve I mplant was performed. The patient was still on an anti-coagulant after this echocardiogram.